Event description:
It was initially reported that the patient was having an increase in seizures, unknown if above or below baseline. The physician felt it may be due to the generator being near end of service since the end of life indicator was flagged. The patient has had a generator replacement. Product return attempts are in progress.

Event description:
Additional information was received that the generator was discarded. The physician responded but did not provide any relevant information about the reported increase in seizures.